Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that when impedances were tested today electrode 6 displayed a values of >10000ohms. The patient indicated that this has been going on for a while, the caller indicated it has been more than six months. The patient isn't getting very effective stim but does feel stim in the right leg. At the appointment today they made programming changes, avoiding electrode 6, and weren't able to capture any additional coverage. The caller wanted to make clear that the patient was feeling tingling sensation from the stim, but the therapy is not as effective for the crps (patient's diagnosis) as it was before. The caller indicated that the md had xray taken which showed that the lead had not moved. The md indicated there wasn't anything else to do based on the position of the lead and thought that this may be related to progression of the patient's crps. The md reviewed some potential treatment with the patient, the caller did not have full details about the treatment options. The caller indicated the patient was meeting dr. Nagy mikail today to get a second opinion. Troubleshooting was not required. The issue was not resolved through troubleshooting. Additional information was reported that the cause of the high impedance was not determined. There was not action taken to resolve the high impedance. The electrode is not being used for the patient's programmed settings. The high impedance issue has not been resolved.